Event description:
Spontaneous call from patient's wife , who was trying to load cartridge for ms3 pump sn (B)(4), but was getting same error, cartridge not detected with the pump. After several attempts switched to second pump which took the cartridge in the first attempt back up pump working and replacement pump shipped. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient no clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to cvs/caremark by: patient/caregiver.